Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). On an unreported date, the patient's caregiver was retrained on proper aseptic technique. On an unreported date in the month following the month of onset, the patient was recovered from the peritonitis event and was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.